Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shock due to noise oversensing on the right ventricular lead. The noise was determined to be a known issue from 2017 and lead damage was suspected. The physician turned off high voltage therapy and set the pulse generator to pace only in the atrium. The patient was noted to be in stable condition. No further incident was reported.